Manufacturer narrative:
The serial number of the cobas e 801 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs assay result from one patient sample tested on the cobas e 801 analytical unit. The initial result of the 18-minute assay was 45.7 pg/ml. The result of the 9-minute assay was 5.97 pg/ml. The repeat result of the 18-minute assay after the patient sample was recentrifuged was 7.4 pg/ml.

Manufacturer narrative:
The investigation included a review of the customer's qc and calibration data. The results were within the specified ranges. A general reagent problem was not present because the qc before the event was within ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The cause of the event could not be determined based on the provided information. The investigation did not identify a product problem.